Manufacturer narrative:
Evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
The sterile inner pack was hard to separate from the non-sterile outer package. There was no adverse consequence for the patient or delay in surgery or anesthesia time.